Event description:
It was reported that during a da vinci-assisted hysterectomy surgical procedure, erbe bovie pad had connection issues during firing of the instrument. The procedure was completed with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the erbe to resolve the issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis (fa). The erbe was analyzed and found reported issue could not be reproduced. The unit energized and cauterized, and all ports recognized instruments. The complaint was not confirmed based on failure analysis.